Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator that was abdominally placed, exhibited back-up vvi operation. The patient experienced asystolic episodes. It was noted that the device was exposed to electrocautery during the procedure. A software download resolved the issue until the device was explanted and replaced. The patient was stable post procedure.